Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -14.0 diopter was intraoperatively implanted and removed due to the lens being upside down within the patient's right eye (od) on (B)(6) 2024. The problem was not resolved. Cause of the event was user error. It was reported that the lens was implanted upside down and torn during explantaton. There was patient contact but no patient injury.